Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during the introduction of a laparoscopic instrument into the trocar, the valve broke and abdominal gas (co2) leaked. It was observed that air or gas leaked from the seal. To resolve the issue, they put another trocar to complete the case. It was reported that there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal cut and disengaged. The outer rubber seal was pulled away from the center fabric of the seal. The cannula and envelope seal appeared intact. Pmv performed functional testing, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.